Manufacturer narrative:
(B)(4). This lot was manufactured between june 05, 2014 and june 06, 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a black mark on the filter. This was observed after compounding with ciprofloxacin. There was no patient involvement. No additional information is available. This is report 5 of 5.